Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was difficult to apply and that the customer had a low blood glucose event. The customer's blood glucose was 50 mg/dl at the time of the incident. The customer stated that they had been attempting to replace their sensor after their pump alerted change sensor. The customer states that after inserting the sensor it was extremely difficult to remove the serter as the introduce needle did not retract correctly. The sensor did not adhere on application and immediately came off the patient. The customer then stated that they experienced low blood glucose after over-bolusing after the event. The sensor will be returned for analysis.